Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient was experiencing pain since the replacement in (B)(6) 2014. Patient could not control the pain. Patient assumed that the devices were causing the pain because they had it turned up pretty good so they turned off the ins after it was fully charged in (B)(6) 2015 and had not used or charged the device since then. Patient was trying to turn the therapy on but could not. It was reported that their recharger showed that the ins was 1/2 or 3/4 charged. Patient was at a therapy appointment at the time of report and did not have their equipment with them for further troubleshooting. Patient was told to charge the device and determine if the device was in an overdischarge state. Patient was to follow up with their hcp as well.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.